Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd perisafe¿ catheter connectors experienced multiple issues including 100 cases of defective connector/adaptor, 100 cases of leakage, 100 cases of damaged packaging, 100 cases of poor seal integrity causing sterility concerns, 100 cases of sterility questioned, and 100 cases of difficulty opening packaging. No lot numbers were provided in association with these incidents.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd perisafe¿ catheter connectors experienced multiple issues including 100 cases of defective connector/adaptor, 100 cases of leakage, 100 cases of damaged packaging, 100 cases of poor seal integrity causing sterility concerns, 100 cases of sterility questioned, and 100 cases of difficulty opening packaging. No lot numbers were provided in association with these incidents.